Event description:
A particulate. Reportedly the anesthetist was injecting an unspecified solution into the patient, when an " extra piece of plastic came out of the cannula". The anesthetist prevented the piece from being injected into the patient. The abbocath-t was replaced. There were no reported adverse patient effects. No medical interventions were required. Upon visual examination by the customer, the removed abbocath-t was intact and the "extra plastic" was reportedly not a piece of the cannula"